Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of -8.5/2.0/091 (sphere/cylinder/axis) into the patient's right eye (od). Lens rotation not associated to low vault was reported. The lens was repositioned but it did not resolve the issue. The lens was exchanged for a different model lens and the problem was resolved. The reporter provided conflicting incident, implant, and explant dates. Follow-ups to clarify did not yield any additional information. Common device name should be corrected to phakic toric intraocular lens in original MDR. Date in original MDR should be corrected to unk. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.5/+2.0/091 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted due to lens rotation not associated to a low vault. The lens was repositioned. The lens was exchanged for a different model/diopter lens and the problem was resolved.